Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer was hospitalized for diabetic ketoacidosis and the blood glucose reading was 1330 mg/dl. Troubleshooting was performed and the insulin pump passed the prime test as well as the high pressure test. The customer changed the infusion set a few hours prior to the hospitalization. Advised the customer that the insulin pump was functioning properly. Nothing further was reported.